Event description:
It was reported that after the implant of this pump in (B)(6), the patient was started back on the same medication as before, morphine. The patient seemed to be having an altered mentation and felt ¿out of it¿ with this medication. The dose was not known, but the medication was slowly decreased until they ¿kvo¿d it¿ (keep vein open or to keep a line open). It was reported that approximately, ¿one month ago¿ the patient had overdose, overdose symptoms, over the course of two days post implant, and went to the emergency room so the pump was programmed to stop pump mode. When the pump was stopped the symptoms subsided. It was unknown if the physician had checked the reservoir volumes at the time of the overdose symptoms. A pump alarm was heard and telemetry confirmed a critical alarm for stopped pump may exceed tube set. The caller wanted to silence the active alarm. The patient was to be brought back ¿next week¿ and have the pump filled with saline. It was later provided that on (B)(6) 2014 a system content removal procedure was performed and all the drug was removed from the system. Normal saline at 1 milliliter (ml)/ml and ¿s.c.¿ of 1 ml/day replaced the morphine with 20 cubic centimeters (cc) of the normal saline being placed in the reservoir. A prime/purge was done so it ended up that 19.3ml in the reservoir. The pump had been stopped for three weeks and the health care provider was going to check the expected reservoir volume (erv) verse the actual reservoir volume (arv) to see if the pump was delivering the correct amount of fluid. The caller believed the patient was doing fine as nothing else has been heard. Additional information was requested to verify the cause of the event, troubleshooting, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).